Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
It was reported that the cause of the endoleak was contributed to by the patient's short neck. The reintervention was reported to have resolved the endoleak.

Manufacturer narrative:
Concomitant product(s): patient medications include but are not limited to: allopurinol, atenolol, cholecalciferol, tylenol, percocet, cefazolin, docusate. UDI: (B)(4) a review of the manufacturing records for the device is being conducted. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoleak.

Event description:
On (B)(6) 2013, this patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, the patient underwent reintervention for proximal type I endoleak and a suspected distal type I endoleak. A gore® aortic extender component was placed proximally to extend coverage. A distal type I endoleak was not confirmed, but the physician chose to implant gore® excluder® contralateral leg component to extend coverage distally. The patient tolerated the procedure.